Event description:
The user has no more hearing sensation. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damges found during investigation are attributable to the removal surgery. According to the information received from the field the device was not providing benefit due to a migration of the electrode out of cochlea. Further the electrode lead and array was found extruded into the external ear canal. This is a final report.

Event description:
The user has no more hearing sensation. The user was reimplanted on (B)(6) 2025.